Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked while in storage. The device was filled with 1100 mg of fluorouracil diluted with 24 ml of 5% glucose. The total fill volume was 46 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured february 17, 2016 ¿ february 19, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened red, non-baxter luer cap. Upon tightening the cap a simulated use test was performed and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.